Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-may-15. It was reported that the refill was performed and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving fentanyl (93.8mcg/ml at an unknown dose), hydr omorphone (7.5mg/ml at an unknown dose), and ketamine (93.8mcg/ml at an unknown dose) via an implanted infusion pump. The indications for use included non-malignant pain and chronic low back pain. It was reported that the patient's pump was not working and the patient was overdue for getting it filled. The event date was on (B)(6) 2019 or (B)(6) 2019. No patient symptoms were reported and no further complications were reported or anticipated.